Manufacturer narrative:
Article citation: wilson, henry b. ¿¿no-touch¿ enhancement significantly reduces the risk of infection-related failure in immediate breast reconstruction.¿ annals of plastic surgery, vol. 82, 2019, doi:10.1097/sap.0000000000001789. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Reviewed and attached journal article "no-touch" enhancement significantly reduces the risk of infection-related failure in immediate breast reconstruction." Per figure 7 of the journal article the event of "infection" was reported against a right side tissue expander. Manufacturer of the device is unknown.